Event description:
It was reported that the tubing of an unknown access epidural catheter set ¿snapped¿. This occurred while disconnecting the set to change it. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). User facility / importer report number received as "(B)(4)." Should additional relevant information become available, a supplemental report will be submitted.